Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that far field r-wave (ffrw) was seen occasionally at real time. It was also noted that there was low p wave measurements and that the atrial lead sensing was low. The lead remains in use. No patient complications have been reported as a result of this event.